Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheters caused slight pain and discomfort, and now the patient experienced bladder spasms after using this product. No medical intervention was reported. Per follow up via phone 05jan2022, it was reported that the patient got a urinary tract infection while using the catheter and doctor prescribed an antibiotic for a week. It was also stated that they were waiting for a new catheter to come in.

Event description:
It was reported that the foley catheters caused slight pain and discomfort, and now the patient experienced bladder spasms after using this product. No medical intervention was reported. Per follow up via phone 05jan2022, it was reported that the patient got a urinary tract infection while using the catheter and doctor prescribed an antibiotic for a week. It was also stated that they were waiting for a new catheter to come in.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. To deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all made in u.s.a. Balloon fragments have been removed from the patient. Peel to open: with bard® hydrogel and bacti-guard®* silver alloy coating the occurrence of uti is 3.7 times greater in patients catheterized with a standard catheter than in patients catheterized with the bardex® i.c. Foley catheter with bard® hydrogel and bacti-guard®* silver alloy coating (95 c.I. 2.0-6.8). Bard and bardex are registered trademarks of c. R. Bard, inc. Or an affiliate. The i.c. Logo is a trademark of c. R. Bard, inc. Or an affiliate. Bacti-guard is a registered trademark of bactiguard ab. *bacti-guard® silver technology is licensed from bactiguard ab. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Recommended inflation capacities 3cc balloon: use 5cc sterile water 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Catheters should be replaced in accordance with the cdc guideline, "guideline for prevention of catheter-associated urinary tract infection." At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter related adverse effect, the catheter should be replaced. Do not exceed recommended capacities. Sterile: unless package is opened or damaged. Do not use if package is opened or damaged. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Released" h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.